Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent an unknown surgery. The surgery was scheduled and was started at 16:00. The surgeon referred that a plate of the compact hand system will be placed. The patient had an articular fracture on the third metacarpal and comminuted spongy bone was seen. The surgeon performed reduction with kirchner nail and proceeded to place the plate. When the surgeon started to place the distal screws of locking compression plate (lcp) it would not block. The surgeon tried to place the screw in another hole and again was blocked. The surgeon proceeded to place the lcp and other cortical screws; therefore completing the surgery. A surgical delay of 15-30 minutes was reported. The patient was stable. Concomitant devices reported: kirchner nail (part# unknown, lot# unknown, quantity# 1). Distal locking screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part mfg date: 16-oct-2017, part exp. Date: n/a, manufacturing location: depuy synthes ¿ (B)(4), lot number: h470844, part number: 02.114.005. DHR record review: a review of the device history record (DHR) revealed no nonconformances. The DHR shows lot# h470844 of 1.5mm lcp adaption plate 12 hole holes was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.